Event description:
It was reported that this electrode migrated shortly after it was implanted. Technical services (ts) was consulted and reviewed x-ray imaging, with a revision using a 3 incision technique recommended. This electrode was revised and remains in service. No additional adverse patient effects were reported.